Event description:
It was reported that they unable to drain pads/empty water in an arctic sun device. Per additional information updated from the tm on 30jun2025, the unit got no issue with filling or draining. Unit failed the verification test. Unit cannot go above 40 degree or lower than 6 degrees. Per sample evaluation results on (B)(6) 2025, unit cannot go above 40 degrees, device overfilled, leading to inability to heat due to broken level sensor. Unit got a weak mixing pump, which was affecting the cooling function.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was identified a mixing pump failure. It was confirmed that the mixing pump was weak, which was affecting the cooling. Mixing pump was replaced. Est test performed & passed. Mixing pump was replaced. Est test performed & passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they unable to drain pads/empty water in an arctic sun device. Per additional information updated from the tm on 30jun2025, the unit got no issue with filling or draining. Unit failed the verification test. Unit cannot go above 40 degree or lower than 6 degrees. Per sample evaluation results on 25jul2025, unit cannot go above 40 degrees, device overfilled, leading to inability to heat due to broken level sensor. Unit got a weak mixing pump, which was affecting the cooling function.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was identified a mixing pump failure. It was confirmed that the mixing pump was weak, which was affecting the cooling. Mixing pump was replaced. Est test performed & passed. Mixing pump was replaced. Est test performed & passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they unable to drain pads/empty water in an arctic sun device. Per additional information updated from the tm on 30jun2025, the unit got no issue with filling or draining. Unit failed the verification test. Unit cannot go above 40 degree or lower than 6 degrees. Per sample evaluation results on 25jul2025, unit cannot go above 40 degrees, device overfilled, leading to inability to heat due to broken level sensor. Unit got a weak mixing pump, which was affecting the cooling function.